Event description:
Due to an easily identifiable -and should be easily fixed by the MFR- design flaw, the respironics comfort fusion mark's -for a CPAP- parts intended to connect the mask to the headgear breaks and therefore, the mask becomes useless. This is widely documented on the internet - I was even warned about this problem, when I was first issued my CPAP device and accessories. The headgear attaches to the mask through a ball and socket system, and in my case the plastic "socket" walls broke. This makes it impossible to keep a mask on, let alone create the seal necessary for the CPAP to work as it is intended. Dose: na. Frequency: na. Dates of use: 2009. Diagnosis: sleep apnea.